Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for evaluation. Additionally, procedural images were not provided; therefore, the reported event cannot be confirmed. The instructions for use (IFU) identifies aneurysm rupture and death as potential complications associated with use of the device.

Event description:
It was reported that during treatment of an unruptured aneurysm of the anterior communicating artery, the physician was not satisfied with the position of a web device within the aneurysm. Therefore, in order to try a different sized web, the physician withdrew the original web into the microcatheter. Upon resheathing, the catheter apparently entered the dome of the aneurysm and ruptured it. The case was completed using embolization coils, but the patient passed away the following day.